Event description:
Vascade device inserted into a terumo 6fr sheath. The disc was deployed and the sheath removed. Temporary hemostasis was achieved, the key inserted into the lock, the lock was engaged, and the black sleeve was pulled back. On sleeve retraction, staff noticed that a portion of the black tube remained in the tissue tract. The collagen was not exposed. The cardiva rep then instructed dr futrell to remove the device by collapsing the disc and holding manual pressure. The doctor collapsed the disc and removed the device including the detached tube. No portion of the device was left behind. Pt did well with manual pressure, no complications noted.

Manufacturer narrative:
The review of the DHR (lot 580i140422a) indicated that the device lot met all established performance criteria prior to shipment. The device was returned with the disc de-deployed, the key engaged in the lock, and the black sleeve retracted. Joint failure of the distal outer sleeve was confirmed. The collagen was still attached to the device, but covered by the detached distal outer sleeve. The defect was examined under a microscope and it appeared that the components had undergone established mfg process for this joint. Conclusion: the cause of the malfunction is inconclusive.